Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of tecnis monofocal intraocular lens (model za9003, +20.5 diopter) into patient¿s operative eye, doctor noticed a white powder haze on the lens. The lens was removed and replaced in the same procedure without patient harm. The same type lens was used as the replacement for the patient. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/1/2018. Device returned to manufacturer? Yes. Device evaluation: the reported lens returned cut in half into the lens/insert case. Visual inspection using magnification was performed. Both lens haptics were observed distorted/bent. No white particles or white powder on the two lens sections were observed. During sample evaluation, the two lens parts were observed clear, as expected in the acrylic tecnis monofocal intraocular lens. No haze issue or white powder haze on the returned unit were detected. The reported issue could not be verified on the return. No product deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.